Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found that there was a tear in the haptic. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, diopter -14.5 into the patient's right eye (od) on (B)(6) 2006. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault. The problem is resolved.